Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a previously implanted advanix¿ biliary stent was removed from a patient during a stent removal procedure performed in the common bile duct on (B)(6) 2017. On (B)(6) 2017 the advanix¿ biliary stent was implanted in the patient¿s cbd with no issues reported. According to the complainant, on (B)(6) 2017, during the stent removal procedure while the physician was removing the stent, the stent broke into pieces. The broken piece was removed with a snare and the procedure was completed. The entire device was removed with no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".